Manufacturer narrative:
Morgan, t. G., carlsson, t., loveday, e., collin, n., collin, g., mezes, p., & amp; pullyblank, a. M. (2021). Needle or knife? The role of interventional radiology in managing uncontrolled gastrointestinal bleeding. International journal of gastrointestinal intervention, 10(1), 17¿22. Https://doi.org/10.18528/ijgii200018. Age or date of birth. This value is the average age of the patients reported in the article as specific patients could not be identified. Sex. This value reflects the gender of the majority of the patients reported in the article as specific patients could not be identified. Date of event. Please note that this date is based off of the date of publication of the article as the event dates were not provided in the published literature. If information is provided in the future, a supplemental report will be issued.

Event description:
Morgan, t. G., carlsson, t., loveday, e., collin, n., collin, g., mezes, p., & amp; pullyblank, a. M. (2021). Needle or knife? The role of interventional radiology in managing uncontrolled gastrointestinal bleeding. International journal of gastrointestinal intervention, 10(1), 17¿22. Https://doi.org/10.18528/ijgii200018. Summary: increasingly interventional radiology has been used to stop uncontrolled gastrointestinal (gi) bleeding leading to a reduction in the requirement for surgical intervention. To examine the safety and efficacy of angiography and embolisation for the treatment of gi bleeding in a united kingdom tertiary hospital. Identified events: with the upper gi bleed patients, nine total died. Two patients died from re-bleeding episodes in the upper gi tract. Both of these re-bleeding episodes were from a duodenal ulcer. One of the patients had initially undergone an abdomino-perineal resection of a rectal cancer prior to the upper gi bleed. With the lower gi tract patients, 8 patients died within 30 days of the procedure.